Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received thoracic and cervical scs systems. The scs lead reported pertains to the cervical system. It was reported the pt had lost stimulation approximately a week ago. Reprogramming was unsuccessful. Follow-up identified the pt underwent surgical intervention as the lead had migrated to the epidural space. Lead repositioning was attempted but yielded high impedances. As a result, the lead was explanted and replaced. The pt is scheduled to meet with the physician at a later date for a post-operative assessment.